Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "seroma, extrusion".

Event description:
Patient reported for left side "pain, seroma, extrusion, [and] swelling". "Lump" was also reported and determined to be not device related. The device remains implanted.